Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("coil removed in pieces"), uterine perforation ("perforation (uterus)") and kidney infection ("infection (other) describe : kidney") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included kidney infection nos, depression, shortening of menstrual cycle, bleeding menstrual heavy, weight gain, nausea, decreased appetite, lethargy, morning sickness, vomiting, menstrual cramps, headache, migraine, hot flushes, fatigue, tinnitus, vertigo, breast heaviness, crying, insomnia, loss of libido, loss of energy, night sweats, vaginal dryness, back pain, muscular weakness, anxiety, trouble falling asleep, nocturnal awakening, vaginal yeast infection, spontaneous abortion, gravida and episiotomy. Previously administered products included for an unreported indication: zoloft and oral contraceptives. Concurrent conditions included obesity, scoliosis, muscle spasm, perineal pain and abdominal cramps. Concomitant products included cefixime (flexeril), cyclobenzaprine, esomeprazole, ibuprofen, medroxyprogesterone acetate (depoprovera), oral contraceptive nos, oxycodone, tramadol and tramadol hydrochloride (ultram ER). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia on right side"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"), abdominal pain ("abdominal pain/abdominal pain on right side"), flank pain ("flank pain") and orgasm abnormal ("pain while orgasming"). In 2015, the patient experienced kidney infection (seriousness criterion medically significant), depression ("depression"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced eczema ("eczema") and hair growth abnormal ("abnormal hair growth"). In (B)(6) 2017, the patient experienced dental caries ("cavities") and noninfective gingivitis ("inflamed gums"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), adnexa uteri cyst ("paratubal cyst") and pelvic adhesions ("adhesions") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube) and removed). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, kidney infection, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, mood swings, depression, eczema, migraine, headache, dental caries, dysmenorrhoea, vaginal discharge, weight increased, hair growth abnormal, noninfective gingivitis, abdominal pain, flank pain and orgasm abnormal outcome was unknown and the adnexa uteri cyst, pelvic adhesions and dyspareunia had resolved. The reporter considered abdominal pain, adnexa uteri cyst, dental caries, depression, device breakage, dysmenorrhoea, dyspareunia, eczema, female sexual dysfunction, flank pain, hair growth abnormal, headache, kidney infection, menorrhagia, migraine, mood swings, noninfective gingivitis, orgasm abnormal, pelvic adhesions, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: number of proximal coils; 2 on left cornua and 4 on right cornua diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : depression, anxiety, dyspareunia, chronic back pain, abdominal pain, pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("coil removed in pieces") and kidney infection ("infection (other) describe : kidney") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included kidney infection nos, depression, shortening of menstrual cycle, bleeding menstrual heavy, weight gain, nausea, decreased appetite, lethargy, morning sickness, vomiting, menstrual cramp, headache, migraine, hot flushes, fatigue, tinnitus, vertigo, breast heaviness, crying, insomnia, loss of libido, loss of energy, night sweats, vaginal dryness, back pain, muscular weakness, anxiety, trouble falling asleep, nocturnal awakening, vaginal yeast infection, spontaneous abortion, pregnancy and episiotomy. Previously administered products included for an unreported indication: zoloft and oral contraceptives. Concurrent conditions included obesity, scoliosis, muscle spasm, perineal pain and abdominal cramps. Concomitant products included cefixime (flexeril), cyclobenzaprine, esomeprazole, ibuprofen, medroxyprogesterone acetate (depoprovera), oral contraceptive nos, oxycodone, tramadol and tramadol hydrochloride (ultram ER). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia on right side"). In (B)(6) 2014, the patient experienced pelvic pain ("pain"), abdominal pain ("abdominal pain/abdominal pain on right side"), flank pain ("flank pain") and orgasm abnormal ("pain while orgasming"). In 2015, the patient experienced kidney infection (seriousness criterion medically significant), depression ("depression"), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced eczema ("eczema") and hair growth abnormal ("abnormal hair growth"). In (B)(6) 2017, the patient experienced dental caries ("cavities") and noninfective gingivitis ("inflamed gums"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), adnexa uteri cyst ("paratubal cyst") and pelvic adhesions ("adhesions") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube) and removed). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, kidney infection, mood swings, depression, eczema, migraine, headache, dental caries, dysmenorrhoea, vaginal discharge, weight increased, hair growth abnormal, noninfective gingivitis, abdominal pain, flank pain and orgasm abnormal outcome was unknown and the adnexa uteri cyst, pelvic adhesions and dyspareunia had resolved. The reporter considered abdominal pain, adnexa uteri cyst, dental caries, depression, device breakage, dysmenorrhoea, dyspareunia, eczema, female sexual dysfunction, flank pain, hair growth abnormal, headache, kidney infection, menorrhagia, migraine, mood swings, noninfective gingivitis, orgasm abnormal, pelvic adhesions, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: number of proximal coils; 2 on left cornua and 4 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, anxiety, dyspareunia, chronic back pain, abdominal pain, pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via medical records: device breakage. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs and mr received. Reporter information were added. Date of insertion were updated. Date of removal were added. This case become incident. Medical history and concomitant drug were added. Event injury to herself were updated as pain. Event : abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), infection (other) describe : kidney, mood swings, depression, eczema, migraines, headaches, paratubal cyst, adhesions, cavities, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)/ dyspareunia on right side, vaginal discharge, perforation (uterus), weight gain, abnormal hair growth, inflamed gums, abdominal pain/abdominal pain on right side, flank pain, pain while orgasming, she did not undergo confirmation test and coil removed in pieces were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.